Manufacturer narrative:
Conclusion: there is no documentation to show a causal relationship between the patient¿s hospitalization for congestive heart failure and subsequent stroke and the liberty cycler. There is no reported allegation of a device malfunction against the cycler. It is unknown if the patient experienced fluid overload due to pd therapy or if the pd therapy exacerbated the symptoms that the patient was experiencing due to congestive heart failure. It is unknown if the patient was continuing pd therapy on the cycler during the hospitalization when the stroke occurred. Based on the available information, the causal event of the stroke cannot be determined. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file and medical records was reviewed by a post market surveillance clinician. In review of medical records it was noted this patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) had been hospitalized in (B)(6) 2017 (unknown date) for congestive heart failure (signs/symptoms unknown). During the three week hospitalization the patient suffered a stroke from which she recovered completely. It is documented that the patient had a cardiac evaluation. The patient¿s dialysis schedule was said to have been changed (unspecified) with improvement in her symptoms (unspecified). The patient was treated/prescribed aspirin and plavix (route, dose, strength, frequency and duration unknown). It is unknown if the patient continued pd therapy on the cycler during hospitalization or if any fresenius products were utilized. The patient was discharged (unknown date) to a rehabilitation facility prior to her discharge home.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file and medical records was reviewed by a post market surveillance clinician. In review of medical records it was noted this patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) had been hospitalized in (B)(6) 2017 (unknown date) for congestive heart failure (signs/symptoms unknown). During the three week hospitalization the patient suffered a stroke from which she recovered completely. It is documented that the patient had a cardiac evaluation. The patient¿s dialysis schedule was said to have been changed (unspecified) with improvement in her symptoms (unspecified). The patient was treated/prescribed aspirin and plavix (route, dose, strength, frequency and duration unknown). It is unknown if the patient continued pd therapy on the cycler during hospitalization or if any fresenius products were utilized. The patient was discharged (unknown date) to a rehabilitation facility prior to her discharge home.